Event description:
Caller reported that insulin did not appear at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was guided by cts to disconnect tubing at the t:lock, fill tubing, and load a new cartridge on the pump. Ultimately, the customer reverted to an alternate method of insulin therapy.